Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 507 mg/dl. Cause was not known. Due to the elevated bg, the customer experienced nausea and fatigue. The customer took no action to address the bg. Customer to replace supplies as necessary and resume insulin.